Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted damage on the shaft of the device. Functional analysis was done by inserting the jetstream onto a.014 guidewire the jetstream would not go over the guidewire due to the damage on the catheter shaft. Dissection of the catheter tip revealed that the teflon on the guide wire had scrapped off during the procedure and caused the guide wire to stick at the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). Upon removal of the jetstream xc atherectomy catheter the device became stuck and damaged a non-bsc guidewire. The atherectomy was done so they used other devices and finished the procedure successfully. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). Upon removal of the jetstream® xc atherectomy catheter the device became stuck and damaged a non-bsc guidewire. The atherectomy was done so they used other devices and finished the procedure successfully. No patient complications were reported and the patient status is fine.